Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that peripheral central catheter is installed and positioned under rx. It was stated that when removing the stylet that is inside the catheter, it partially came out and began to fray. The connector was removed, allowing removal.